Manufacturer narrative:
A follow-up report will be submitted once the investigation is completed.

Event description:
The customer reported the unit not powering on. There was no reported patient involvement.